Event description:
We received a report that a patient had an unexpected post-operative refraction after the implantation of a possibly recalled z9002 intraocular lens (iol) in the left eye. The reporter indicated that the patient had a -1.50 diopter myopic outcome. However, the reporter indicated the patient has had previous lasik surgery and that may play a factor in the visual outcome. There were no complications during the surgery and the lens remains implanted at this time.

Manufacturer narrative:
Date of event: populated with (B)(6) 2014. Follow up with the account was performed. At last follow up visit on (B)(6) 2014, patient's symptoms included meibomianitis, keratitis and sjögren's syndrome. Possible treatment with punctal plugs was discussed. Unclear at this time if these symptoms were pre-existing or began after the procedure. The manufacturing records were reviewed. The review of the documentation and testing presented in the manufacturing record were found within product specifications. No discrepancy related to quantity was found. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Explant date: lens remains implanted. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Additional information: in follow up with the patient's healthcare professional it was learned that patient was diagnosed with meibomianitis, keratitis and sjögren's syndrome prior to her first appointment with this physician in (B)(6) 2013. Patient's most recent visual acuity on (B)(6) 2014 right eye near 20/25 and left eye distance 20/30. All pertinent information available to the manufacturer has been submitted. Placeholder.